Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that that the cause of the patient not feeling the stimulation and the sudden return of symptoms were not determined. It was noted that after the increase in the stimulation during the patient's initial report, the patient has not reported any issues to the hcp. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient has been having some episode and the patient thinks the stimulator needs to be increased. The patient was making it to the bathroom, but for the past week, she has had issues. On the 9th, the patient had diarrhea 3 times, on the 14th, she had it, and the day before the report, she had diarrhea. The patient confirmed it started happening on (B)(6) 2018. The patient doesn't remember how to use the controller as she was under anesthesia when it was reviewed with her. During troubleshooting, it was noted that the stimulation was on after the patient synchronized and showed the stimulation was at 2.6v, but the patient doesn't feel the stimulation. The patient was instructed to increase to 3.6v and she felt slight stimulation. She was encouraged to try the settings and keep track of the symptoms. On (B)(6) 2018, the patient called back indicating she was doing okay but still has some questions. She noticed it said something about activities and thing and inquired if she was limited. Information was reviewed and the patient mentioned she was on the steps because of her neuropathy and she bent over but didn't really fall. She caught herself but bent over quite a bit - this occurred on (B)(6) 2018. The patient takes medications each day for the neuropathy. The patient also inquired about having a cat scan for her stage 2 cancer. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.